Manufacturer narrative:
No device analysis results are available because the device remains implanted. A review of the DHR was performed and ruled out the possibility of a manufacturing related issue causing or contributing to the reported complaint issue.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in a subsequent submission.

Event description:
An echocardiogram was performed to confirm the validity of the pressure sensor readings. The sensor was recalibrated and the mean was increased by 30.1 mmhg.